Event description:
It was reported that, during a cori-assisted tka surgery, the medial condyle was high after distal burring and the lateral side was good, even though when the system showed that medial condyle was good too. Therefore, a rasp was used to achieve submillimeter accuracy with the plane checker. The procedure was completed with the same device without delay. The patient was not harmed.

Manufacturer narrative:
Section h10: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. The log files do not indicate any system or software issue related to the reported complaint. The screenshots and pictures provided in the field report were reviewed with clinical account representatives and the reported complaint was confirmed. In the field report, pictures of the femur bone removal screen in the visualize cut screen were provided. The plane visualizer was placed on the medial side, where it showed 0.0 mm distance error. The other picture of the plane visualizer on the lateral side showed a distance error of 1.0 mm. The field report states the medial condyle was high after burring, however the screenshots indicate the lateral condyle had the distance error. Although on the lateral side, not the reported medial side, the femur bone removal bur all screen shows some unremoved bone along the periphery of the lateral, posterior distal condyle. This unremoved bone possibly prevented the plane visualizer from sitting flush with the bone¿s surface, and is the most likely cause of the distance errors of the condylar cuts. To depict the current state of the bone surface, it is suggested to refine the bone model. As found in the cori user's manual, white indicates that the target surface has been reached during the bone removal stage. Bone to be removed changes colors based on its thickness. As bone is removed, the onscreen model indicates the depth of the cut. The goal is to cut through the colored layers of bone until the white target surface is revealed. The clinical/medical evaluation found: ¿the screen-shot images provided on the field report were reviewed; however, did not provide insight into the reported event. The clinical root cause of the inaccurate medial condyle burring could not be definitively concluded. The patient impact beyond the reported use of a rasp to complete the procedure could not be determined; however, no patient injury was alleged. No further medical assessment is warranted at this time. Should a product/engineering evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time. Internal complaint reference number: (B)(4) section h1 and h6 was corrected.